Event description:
The surgeon was drilling into the patient's mandible and the twist drill broke off into the skull. The part was not able to be removed and remained there. Not all stryker parts were being used, there was a synthes small battery drill that was being used with the stryker twist drill. There was a back up available so the surgery was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue. Device not returned.